Event description:
The customer reported that during a robotic septoplasty procedure, a davinci maryland bipolar device was attached to the generator. During the procedure, the monopolar output activated on its own, causing the maryland device to activate and burn the pt's tongue. The burn was described as minimal and no treatment was administered. The generator was tested by the hospital biomed and found to function properly.

Manufacturer narrative:
(B)(4). Date of initial report: 03/18/2014. The incident unit has been requested, but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.